Manufacturer narrative:
H10: the device was received for evaluation. A leak test was performed and the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set, a leak at the connection position between the effluent and cartridge was observed. The set was changed. There was no patient involvement. No additional information is available.